Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and presence of ketones. The blood glucose reading was 367 mg/dl. The customer treated their high blood glucose with an insulin bolus. It was also reported that the infusion set had a bent cannula and adhesive issues when removed. The pump will not be returned for analysis.